Event description:
The customer reported via phone call that he had a blood glucose level of 539 mg/dl on the morning of the call. Customer reported changing the infusion set and treating with the insulin pump. Blood glucose level at the time of the call was 468 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was advised to monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.